Event description:
The customer reported that the procare unit charger (power supply) was plugged into the wall outlet in a pt's room and arced. Arcing caused the pt's room circuit breaker to trip. No adverse event reported.